Event description:
A patient suffered a cardiac arrest requiring defibrillation. The zoll onestep CPR complete pad had poor adherence to the patient's chest wall, even after the chest hair was shaved/removed. Remaining product from the lot number was checked and additional pads were found to be less sticky or adherent than other lots in stock. A second lot number was also found to be deficient in adherence. Both lots were removed from emergency/crash carts and replaced with effective product.

Event description:
Additional information received on 07/20/2016 from report or report # mw5063598: this medwatch report follows a prior report outlining issues with the adhesive properties of the zoll onestep CPR complete electrodes. Prior defective lot # reported were 2016c and 1816. Six boxes of replacement product received from (B)(4) is also defective, lacking adequate adhesive to adhere to a patient's skin. Zoll has been notified and we are expecting an overnight shipment from the company to be available on 07/21/2016.